Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, was guided through pump reset, did not see cgm error again, and successfully started sensor session.